Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found two red and three white dots on the screen. Based on the investigation's results, there was no conclusive finding as to what led to the malfunction. A probable cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head image had white dots during preparation for an unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.